Event description:
It was reported that during routine check intra-aortic balloon pump (iabp) had an error message iabp may require service .console was swap. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Na.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: g2 (report source).

Event description:
Na.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit, fse states, on power up, pump comes up with message ¿may need maintenance¿. Recalibrated pressure transducers and reinstalled software. Pump now powers up ok. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.